Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
A knee revision due to instability was reported.

Event description:
A knee revision due to instability was reported. 19jul18 ** update - med review received, clinican states: baseplate malposition in excessive posterior tibial slope has caused wlexion instability of the knee with the femoral component riding over the posterior border of the baseplate with bearing causing poly wear and metallosis due to metal-metal contact between femur and tibia.

Manufacturer narrative:
Additional information on tab d and h. An event regarding wear involving a triathlon insert was reported. The event was confirmed through clinician review of the medical records provided. Method & results: - device evaluation and results: visual inspection was performed as part of the material analysis report (mar). It states: damage consistent with the explantation process and contact against the femoral component were observed on the insert. Impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Detailed images of the insert condyles with burnishing, scratching and third-body indentations being observed. These are common damage modes of uhmwpe. Metal debris was also observed on insert, potentially from the femoral component and baseplate. The mar concluded: damage was observed on the femoral component, insert and baseplate consistent with contact against each other. Debris was observed on the insert, likely from the femoral component. Eds showed the femoral component, baseplate and debris were consistent with astm f75 alloy. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Explantation damage and markings consistent with contact against the baseplate were also observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. - medical records received and evaluation: the medical review indicated: baseplate malposition in excessive posterior tibial slope has caused wlexion instability of the knee with the femoral component riding over the posterior border of the baseplate with bearing causing poly wear and metallosis due to metal-metal contact between femur and tibia requiring revision after 5-years. - device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other similar events for the lot referenced. Conclusion: the medical review indicated that baseplate malposition in excessive posterior tibial slope has caused flexion instability of the knee with the femoral component riding over the posterior border of the baseplate with bearing causing poly wear and metallosis due to metal-metal contact between femur and tibia requiring revision after 5-years. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.